Event description:
Occasional spikes of high lead impedance observed on boston scientific latitude remote monitoring system. Observed periods where all three implanted leads have measured out of range lead impedances. More recently (date unknown) device has alerted via latitude remote monitoring system rv lead impedance >3000 ohms. Patient has been seen in clinic and isometric exercises and arm movements performed but no noise seen on egms. Technical services emea asked for further advice, customer has also asked boston scientific for advice. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).